Event description:
The suspect device results were 3.5,3.7, and 4.2 inr. Corresponding lab inrs were 2.9,2.6, and 2.6. Controls were in range. The device had not been cleaned. The reporter declined product replacement.